Event description:
Reporter stated, "hospital received shipment damaged 1 box. 6191-1-001 was broken, contaminating entire box of ten." This event did not occur during surgery; therefore, there was no adverse effect to any patient.